Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead to an irregular stent placement and subsequent stent fracture. Also an insufficient pre- and/or post-dilation, highly calcified vessels, the patient's condition, the vessel anatomy as well as overlapping stent placement may be contributing factors to the reported stent fracture. On the basis of the limited information available and as no image was provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Furthermore, the IFU mentions that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture."

Event description:
It was reported that 36 months post implantation of two stents (size 6 x 60 mm and 6 x 200 mm), one of the stents was found to be fractured. There was no reported patient injury.

Manufacturer narrative:
Additional information (images) was received. The event is currently under investigation. Updated 'additional event information' due to receipt of images.

Event description:
It was reported that 36 months post implantation of two stents (size 6 x 60 mm and 6 x 200 mm), one of the stents was found to be fractured. There was no reported patient injury.

Manufacturer narrative:
The event is currently under investigation. Two possible lot numbers have been provided: anwc1668 or anwf0975. The lot history records are being reviewed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 36 months post implantation of two stents (size 6 x 60 mm and 6 x 200 mm), one of the stents was found to be fractured. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the 12, 24 and 36 months follow-up examination were provided. The evaluation of the images revealed that two stents were implanted in the left sfa in overlapping technique. The 6 x 60 mm stent which was placed in the proximal sfa did not show any irregularities. The 12 and 24 months follow-up examination images showed the distal stent (6 x 200 mm) to be significantly torqued near the overlapping zone. A stent fracture could not be identified. The images of the 36 months follow-up examination showed the placement of an additional stent, opening up the torqued section of the 6 x 200 mm stent successfully. The entire sfa was found to be calcified. Potential contributing factors to the event reported have been evaluated. Previous investigations of similar complaints have been reviewed. A twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release also may be contributing factors to an irregular stent placement. Furthermore, an insufficient pre- and/or post- dilation, highly calcified vessels, the patient's condition or the vessel anatomy also may be potential contributing factors. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Furthermore, the IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Also the IFU states: "pre-dilation of the lesion should be performed using standard techniques. While maintaining site access with a guide wire, remove the balloon catheter from the patient." And "post stent expansion with a pta catheter is recommended. If performed, select a balloon catheter that matches the size of the reference vessel, but that is not larger than the stent diameter itself." Updated 'type of reportable event' due to receipt of additional information. Updated 'event description' due to receipt of additional information. Updated product data due to receipt of additional information. Updated 'additional event information' due to receipt of images.

Event description:
It was reported that 36 months post implantation of two stents (size 6 x 60 mm and 6 x 200 mm), one of the stents was found to be fractured. There was no reported patient injury. On the basis of the images received for evaluation, the subject device is the 6 x 200 mm stent. An additional stent was placed inside the fractured 6 x 200 mm for treatment.